Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to jammed motor gear box. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 35 alarms due to pump error 38 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.